Event description:
Boston scientific received information that due to ventricular oversensing of atrial activity, pacemaker inhibition occurred with this right ventricular lead in association with the implantable cardioverter defibrillator. The patient was noted as syncopal and had experienced lightheadedness. Re-programming to mitigate the intermittent cross-talk that was occurring was discussed as well as doing a chest x-ray to determine if this rv lead or possibly the ra lead had dislodged. All lead diagnostics resulted in normal measurements.

Manufacturer narrative:
The local area sales representative later acknowledged that it was likely asystole greater than 2 beats/seconds had occurred for this patient.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The outcome of the chest x-ray was not yet known. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, the associated ICD was changed out for normal battery depletion, at which time this rv lead was evaluated in association with the new ICD. Per the boston scientific local area sales representative, the device system with the new ICD was tested for crosstalk at the worst case scenario. There was no evidence of crosstalk at the settings established with the new device. To the sales representative's knowledge, the patient has not called back with any additional syncopal episodes. The investigation is now considered closed.